Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019. Lot #: the reported lot # was ur18114069; however, the lot number was updated to ur18i14069, which is a baxter lot number. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector would not flow. It was further reported an unspecified solution will not run when the "connector is attached to the IV tubing"; however, when the IV tubing is removed the "fluids run without a problem". Then "when put back on the IV tubing will not run again". This issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.